Manufacturer narrative:
D3: updated. D9 - date returned to MFR: 04-may-2026. H3, h8 and h6 codes: updated. The suspect device was returned for evaluation. Lot history was reviewed, and no nonconformities were identified that could have contributed to the reported complaint. Visual inspection revealed no additional damage or anomalies. Two (2) images were returned showing the asv valve and the product lot information. Functional testing was performed, during which leakage was observed. The reported issue was confirmed, and the root cause was determined to be a solvent application error during manufacturing.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the customer experienced leakage twice with the line, the patient uses the line for tpv. The second time, the leakage occurred after 4 hours of use of the line. For the first leakage, it is unknown after how long of use when the issue occurred. The line is replaced daily. No symptoms were reported.